Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: server serial number not available.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, had inaccurate reports. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the reports were inaccurate. The sql server agent service was started, and its startup type was changed to automatic (delayed) to mitigate future occurrences. Based on the error information, it was determined that mssql was ready to accept client connections before the sql (structured query language) agent timed out, likely due to server performance issues following the reboot. This deployment is software-only, so hospital information technology was advised to either make modifications to prevent this issue from recurring on future reboots or to open a case with csc whenever the servers need to be rebooted so that csc can handle the reboots. Hospital information technology reportedly resolved the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, had inaccurate reports. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.